Event description:
It was reported that while preparing the stent delivery system for use, it was discovered that the stent was not placed between the two markers. The stent was manually re-positioned on the balloon and an attempt to deliver the stent resulted in stent loss at the left main artery. The stent was retrieved with a snare. Reportedly, there was no patient sequelae associated with this event.